Event description:
A (B)(6) yo male patient diagnosed with appendicitis and had a laparoscopic appendectomy (B)(6) 2021 0011. Using the endo-gia device to divide the appendix the device misfired sending staples into the stomach cavity. Stapes were removed and 3x additional firings to complete procedure. Patient tolerated procedure well. No harm noted. FDA safety report ID # (B)(4).